Event description:
It was reported to boston scientific corporation that rotatable oval snare was used during an endoscopic mucosal resection procedure within the large intestine on (B)(6), 2010. According to the complainant, during a functional test outside of the patient, the snare loop could not extend. There was no noted issue with how the handle functioned. After testing several times, the physician noticed that the sheath was 'torn at approximately 10.0cm distal to the handle, and the core wire was exposed.' The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results- catheter sheath detached from handle.

Event description:
It was reported to boston scientific corporation that rotatable oval snare was used during an endoscopic mucosal resection procedure within the large intestine on (B)(6), 2010. According to the complainant, during a functional test outside of the patient, the snare loop could not extend. There was no noted issue with how the handle functioned. After testing several times, the physician noticed that the sheath was 'torn at approximately 10.0cm distal to the handle, and the core wire was exposed.' The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results- catheter sheath detached from handle.

Manufacturer narrative:
(B)(4). This code was chosen based on information obtained from the complainant and it does not reflect the returned device analysis. The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. There was no noted tear in the catheter sheath. Although there was no tear in the catheter, the condition of the returned device was consistent with the complaint event that the snare loop failed to extend. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.